Event description:
Event description guidant received information one day post implant, this implantable defibrillation (rv) lead's test parameters had changed significantly since the implant. The thresholds had increased, impedance decreased, and r-waves decreased. The changes in the test parameters were believed to be due to displacement of the rv lead while attempting to implant the right atrial lead.